Manufacturer narrative:
Due to character limitation, below field are added from e.1.: event site name, address, and telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, cs100 intra-aortic balloon pump (iabp) had screen failure to display. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) stated after on-site inspection reveals screen malfunction, replacement required. Customer refused repair after quotation, further consideration needed. Delivered to customer, not suitable for clinical use. In future if we receive any repair information will reopen and update the investigation.